Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision in which the existing device was removed and replaced. It was indicated that the cuff was downsized from a 4.5 cuff to a 3.5 cm component. Upon explant; it was noticed that the cuff did not have saline, just blood. Further review showed a hole in the tubing close to the pump; however, the cause of the perforation was unknown. There were no patient complications related to the event.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.